Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary experienced an unrecoverable drawer failure. Additionally, it was reported that the user was able to retrieve the needed medication from the medstation nearby and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 6 on the auxiliary failed to open. A field service engineer opened the back panel and found that the lights on the controller board were not lit. Then the engineer shut down the device, replaced the controller board, and then the device was rebooted to resolve the issue. The system functioned as intended after the field service engineer repaired the device.